Event description:
Caller reported patient experiencing elevated blood glucose levels, lots of occlusions and then overnight last night very high blood sugars and 4.9% ketones this morning with vomiting. Caller stated upon removing the infusion set, the cannula was bent at 90 degrees. Caller reports switching patient back to the old style of infusion set. Patient needed assistance of his mother to handle the high blood glucose level by injecting insulin via pen; exact reading was not provided. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.